Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg would not hold a charge and it required the patient more effort to charge the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.